Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced a ventricular arrhythmia. Anti-tachycardia pacing was delivered which was noted to have possibly accelerated the rhythm into ventricular fibrillation. A shock was provided which successfully terminated the rhythm. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction report filed for removal of code 2406: therapy induced arrhythmia. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced a ventricular arrhythmia. Anti-tachycardia pacing was delivered which was noted to have possibly accelerated the rhythm into ventricular fibrillation. A shock was provided which successfully terminated the rhythm. The device remains in service. No adverse patient effects were reported.